Event description:
Procedure: thoracotomy. According to the reporter: the client reports that the sulu 45 3.5, broke in the pt's cavity. There was difficulty loading the sulu. All the plastic parts were retrieved from the cavity. There was add'l tissue loss due to the incident.